Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evfxplus-23}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had pre-existing right bundle branch block (rbbb), moderate mitral regurgitation (mr), aortic valve area of 0.65 squared centimeters, mean gradient of 42 millimeters of mercury (mm hg), small left ventricle on fluoroscopy, and a peak velocity of 4 meters per second. During the attempted implant, complete heart block (chb) was observed and the patient's blood pressure decreased. Upon deployment of the valve to the point of no recapture (ponr), the patient's blood pressure did not increase and was fluctuating with pacing. There was no crude paravalvular leak (pvl), no st elevation, and coronary flow was confirmed via contrast imaging. An echocardiogram was performed that revealed the patient's mr worsened and the valve was recaptured and withdrawn from the patient. Left ventricular suicide was suspected and an infusion was administered; however, there was no improvement. Following valve withdrawal, the patient's blood pressure gradually increased and a new 26 mm valve and delivery catheter system (dcs) were used. During the attempted implant of the new 26 mm valve, the left ventricular guidewire was repositioned, and a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. Upon deployment of the valve, the chb and hypotension persisted. Subsequently, the valve and dcs were withdrawn from the patient. The physician believed the patient's pressure receptors may have been compressed and decided to downsize to a 23 mm transcatheter valve. During the attempted implant of the 23 mm valve, the patient's blood pressure was initially better; however, upon deployment, the patient's blood pressure decreased and the chb persisted. Subsequently, the valve was withdrawn from the patient and the procedure was aborted. It was noted that a "considerable" amount of noradrenaline was administered during the implant procedure. Following the implant procedure, noradrenaline was continued and the patient left the procedure with a temporary pacemaker. It was reported that the patient gradually recovered, the chb resolved and returned to sinus rhythm, blood pressure was stable, and noradrenaline was subsequently reduced. Per the physician, it was unclear whether the worsening mr was caused by the attempted valve implant.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had pre-existing right bundle branch block (rbbb), moderate mitral regurgitation (mr), aortic valve area of 0.65 squared centimeters, mean gradient of 42 millimeters of mercury (mm hg), small left ventricle on fluoroscopy, and a peak velocity of 4 meters per second. During the attempted implant, complete heart block (chb) was observed and the patient's blood pressure decreased. Upon deployment of the valve to the point of norecapture (ponr), the patient's blood pressure did not increase and was fluctuating with pacing. There was no crude paravalvular leak (pvl), no st elevation, and coronary flow was confirmed via contrast imaging. An echocardiogram was performed that revealed the patient's mr worsened and the valve was recaptured and withdrawn from the patient. Left ventricular suicide was suspected and an infusion was administered; however, there was no improvement. Following valve withdrawal, the patient's blood pressure gradually increased and a new 26 mm valve and delivery catheter system (dcs) were used. During the attempted implant of the new 26 mm valve, the left ventricular guidewire was repositioned, and a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. Upon deployment of the valve, the chb and hypotension persisted. Subsequently, the valve and dcs were withdrawn from the patient. The physician believed the patient's pressure receptors may have been compressed and decided to downsize to a 23 mm transcatheter valve. During the attempted implant of the 23 mm valve, the patient's blood pressure was initially better; however, upon d eployment, the patient's blood pressure decreased and the chb persisted. Subsequently, the valve was withdrawn from the patient and the procedure was aborted. It was noted that a "considerable" amount of noradrenaline was administered during the implant procedure. Following the implant procedure, noradrenaline was continued and the patient left the procedure with a temporary pacemaker. It was reported that the patient gradually recovered, the chb resolved and returned to sinus rhythm, blood pressure was stable, and noradrenaline was subsequently reduced. Per the physician, it was unclear whether the worsening mr was caused by the attempted valve implant. Additional information was received indicating that the mitral regurgitation began as moderate in severity, but it worsened to moderate to severe or worse. The patient's condition improved following the procedure; however, it is unspecified whether treatment was performed.